Event description:
It was reported that the user experienced intermittent low blood glucose while at school, with a documented value as low as 47 mg/dl, alongside periods of hyperglycemia up to about 400 mg/dl and frequent time above range, in the context of inconsistent meal announcements and instances of interrupted insulin delivery while using the ilet bionic pancreas. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose. Investigation included review of device data and troubleshooting with user education, with assignment for additional training and plan for clinician follow-up to consider target adjustment or factory reset. Investigation of this case revealed that inconsistent user inputs and interruptions in insulin delivery likely contributed to glycemic variability, with the device otherwise operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.